Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia due to a leaking site. The customer blood glucose level was 545 mg/dl at the time of incident. Customer had nausea. The customer was assisted with troubleshooting. Customer was able to change the infusion set. Customer stated that this was so severe since every time she changes she would use up minimum of 5 sets maximum of 9 sets till she finds one that would not leak. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.